Event description:
On (B) (6) 2010, patient implant of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension. The bifurcated device was advanced over an amplatz wire. While the inner core was being removed wire access was lost; the technician re-advanced the wire. The introducer sheath was readvanced and the proximal extension was deployed with good apposition and seal. Follow up CT revealed that the proximal extension was deployed within a stent strut of the bifurcated stent graft. It was discussed that during the initial procedure, the technician inadvertently readvanced the amplatz wire through a stent strut of the bifurcated device causing the extension to deploy in that section. On (B) (6) 2010, the patient was brought in to explant the devices, a dacron graft was sewn in and the patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Guidewire access was lost causing the misplacement of the proximal extension. Per indications for use, guidewire access must be maintained during the introduction of the delivery system.